Event description:
"S/p b subgl periareolar medium size jenny prosthesis for augmentation. Because of visible implant and snoopy nose deformity, the implant was inflated an additional 75cc with minipex. Wrinkling reoccurred and one deflated so the pt had replacement with cronin gles ? Size because of recurrent ? Encapsulation and deformity. Had replacement ? Capsulx with pursestring mastopexy using 400cc surgitek gels. Since then, encapsulation has reoccurred and c/o rec drooping deformity with some r discomfort. In addition, has systemic probs, including arthralgias (+ am stiffness), myalgias, dysesthesias, swelling, dry eyes, fatigue, headaches, tmjd, occ dizziness, memory probs, hair loss, sen cold/chem, palpitations/sob (mvp), gas, and gi disturb, denies any h/o trauma to breasts or decrease in size. Fh - breast ca. Pt is otherwise healthy."